Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer did not report resetting the pump within the last 24 hours, so technical support provided instructions for resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.